Event description:
It was reported that the patient's implantable cardioverter defibrillator went into back-up operation inappropriately. The device was successfully restored to nominal settings. The patient was stable.